Event description:
A healthcare professional reported that vitrectome was unable to perform the cutting function at an unknown timing. The surgery details were unknown. There was no information about patient impact. Additional information was received that vitrectome was unable to perform the cutting function during cataract surgery without intraocular lens implantation. The surgery was completed on the same day by replacing the device. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).